Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient failed to recharge the scs system for several months. As a result, the ipg would no longer communicate with any external devices. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the original ipg was explanted and replaced with an updated model.